Event description:
It was reported approximately 3 months following implant, the patient experienced sudden cardiac death. The physician indicated it is unknown if the death was related to the device or the procedure. No autopsy was performed; therefore, the device was not removed and will not be returned. Prior to implant of the valve. The pt had a history of aortic stenosis and calcification. Nyha class iii, systolic pulmonary hypertension, ventricular dysfunction. There were no complications at the time of implant.